Event description:
A durable medical equipment (dme) supplier notified the MFR of the death of an infant while an apnea monitor, the smartmonitor 2, was in the home. The date of death was reported as (B) (6) 2010. There was no allegation of device malfunction that could have caused or contributed to the death. The dme stated the apnea monitor was not in use at the time of death because the parents stated they felt it "alarmed too often". The dme also reported the infant did not receive the caffeine prescribed because the parents never picked it up from the pharmacy. The dme stated that a checkout procedure was performed prior to the monitor being placed into use on the infant and the device passed all required testing at that time. The device is currently in police custody.

Manufacturer narrative:
The pt info was downloaded from the monitor and forwarded to the MFR for review to determine the times at which the monitor was in pt use. The download shows approximately ten hrs of use from the day it was set up in the home, but the date stamp recorded within the downloaded data is incorrect because the apnea monitor did not receive a MFR required software update. The dme was educated to the importance of updating all monitors to the most recent required software revision. The smartmonitor 2 device is not intended to prevent loss of breathing or heart activity. The smartmonitor 2 parents' guide (pn 572-4000-00) states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity." There was no allegation of device malfunction and the dme reported the apnea monitor was not in use at the time of death. The device has not been returned to the MFR for eval. Based on the info available, the MFR concludes no further action is required. If further info becomes available, the MFR will review and report if appropriate. Device not available for eval. No device returning.